Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue of the airlock drew air occurred. The airlock drew air even though the dilator was inserted correctly. For this reason, the airlock was replaced with a new one. There was no patient consequence. Additional information was received. Air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No patient consequences. The patient did not exhibit any neurological symptoms since the procedure was completed.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Provided the head of ep under e. Initial reporter as user was unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The airlock drew air even though the dilator was inserted correctly. For this reason, the airlock was replaced with a new one. There was no patient consequence. Additional information was received. Air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. The patient did not exhibit any neurological symptoms since the procedure was completed. The device evaluation was completed on 14-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a bent mark in the shaft close to the handle. An irrigation test was performed, and water leakage was observed in the handle area. For this type of failure, a supplier manufacturing investigation was requested, and the investigation result determined that the shaft was broken inside the handle causing the water leakage. Therefore, this complaint is not related to the manufacturing process. A device history record was performed for the finished device batch number, and no internal actions were identified. Since the shaft was found broken inside the handle, this failure could be related to the air flow back issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage in the shaft could not be determined. The instructions for use (IFU) contain the following recommendations: during insertion, use caution not to create excessive bends that may lead to crimps in this device. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).